Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. Customer further reported that on (B)(6) 2018, he was asymptomatic but lost consciousness as a result of this issue. Customer reported being unable to self-treat, and that his wife gave him a soda to consume. No medical intervention was rendered and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. Visual inspection has been performed on the returned product's and no issues were observed. The meter powered on with button depression and with strip insertion. The complaint is not confirmed. This also serves as a correction report. PMA/510k# was incorrectly documented in the initial MDR 30 day report. Has been updated. Lot no and expiration date has also been updated as it was inadvertently missing from the initial report.

Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with insertion of test strips. Customer further reported that on (B)(6) 2018 he was asymptomatic but lost consciousness as a result of this issue. Customer reported being unable to self-treat, and that his wife gave him a soda to consume. No medical intervention was rendered and no further treatment was required. There was no report of death or permanent impairment associated with this event.